Event description:
The facility stated that the surgeon implanted a aa4204vf plate silicone lens. The lens tore upon insertion into the eye. The lens was removed whole. No patient injury. It is unknown what caused the lens to tear. The injector model was unknown and cartridge model was mtc60c fp, lot numbers were unknown.